Manufacturer narrative:
Updated, corrected or additional information. B5: event description. D4: serial number and expiration date. D6: implant date. H4: manufactured date.

Event description:
Per the report received from canada, a patient with a 3300tfx25mm valve implanted in aortic position underwent a valve-in-valve intervention after an implant duration of 9 years and 6 months due to degeneration leading to severe stenosis. The patient presented with dyspnea on exertion. A 9750tfx23 valve was implanted within the edwards surgical valve. The patient was reported to be stable after the procedure.

Manufacturer narrative:
D6a. If implanted, give date: the implant date was known only as "2015". Thus, 31dec2015 was used to calculate the minimum implant duration. H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The device was not returned to edwards for evaluation as it remains implanted. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years and benign prostatic hyperplasia, colon cancer, coronary artery disease and hyperlipidemia.

Event description:
Per the report received from canada, a patient with a 3300tfx25mm valve implanted in aortic position underwent a valve-in-valve intervention after an implant duration of approximately nine (9) years and two (2) months due to degeneration leading to severe stenosis. The patient presented with dyspnea on exertion. A 23mm transcatheter valve was successfully implanted within the edwards surgical valve. The patient was reported to be stable after the procedure.